Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was in a car accident (unrelated to blood glucose) and the pump became shattered and non-functional. Customer's blood glucose was 475 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.